Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, when inserting a 5.0 locking screw into the distal hole of the 170mm tfna, the xl25 power screwdriver shaft and retention pin snapped off. The tip of the screwdriver power shaft and the threads of the retention pin were stuck in the head of the screwdriver. This kept the surgeon from being able to advance the screw or take it out. No screwdriver was able to grab the head of the screw. This left the screw protruding. Surgeon tried to use another screwdriver to remove the screw but the head was taken up by the screw driver pieces inside it. Surgery was delayed by 15 minutes due to the reported event. Procedure was completed successfully. There were patient consequences as the protruding screw head may cause soft tissue irritation post-op.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.